Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection with sepsis. This lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental record is being filed to correct the explant date.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection with sepsis. This lead was explanted. No additional adverse patient effects were reported.